Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The stent graft was implanted; however, there was a blush type IV endoleak noted just above the flow divider. The physician performed touch-up, but the endoleak did not resolve. No further intervention was performed. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).